Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The complaint sample was not available for investigation. All companion samples were sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient caregiver reported during a routine follow up on an unrelated customer experience indicating that the patient experienced a fluid leak during treatment. Follow up with the patient's nurse indicated that there was no reported complications and neither the clinic or technical support was notified of the event. The patient did not receive any medical intervention. The device was not available for retrieval.